Manufacturer narrative:
(B)(4).

Event description:
An in.pact admiral balloon was used to treat the popliteal artery and sfa (same in.pact admiral device was used to treat the sfa and popliteal). Approximately 4 months later the patient suffered anemia and general detortation, the patient was hospitalized and expired approximately 2 months later.